Event description:
Feeding tube was inserted inadvertantly in pt's right lung resulting in pneumothorax. Tube was removed about one (1) hr later after x-ray verification of placement. No fluid was ever introduced into the tube. Device is new.